Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that several sterile packages exhibited visible tears and rips. To support the investigation, two hundred ninety-one samples of 1ml luer-lok syringes from lot 5098924 were received for evaluation by the quality team. Of these, two hundred sixty-seven samples were found to be free of defects and deemed acceptable. Twenty-four samples, however, exhibited holes, rips, or tears in the top web. This condition does not conform to product specifications and is associated with the packaging process. A review of the device history record for material number 309628, lot 5098924, confirmed that all visual inspections were performed in accordance with requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted based on the established inspection control plan, approved for shipment, and determined to be compliant with product specification requirements. As a corrective action, a quality alert will be issued to the plant. To date, no other similar events have been reported for this lot.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll package was damaged / defective. The following information was provided by the initial reporter: material #309628. Lot #5098924. Rcc received a complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer, and include complaint# (B)(4) on any future communications. Injuries or adverse event: no. Item: 309628. Quantity affected: 3 boxes. Serial/lot number: (B)(6). Po: (B)(4). Are any samples available for return? Yes. Reported issue: during inspection, our team identified multiple compromised sterile packages with visible tears and rips. Customer disposition request: credit.